Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was burned in for multiple hours, tested and inspected and the unit's main power switch was verified to function as expected; all control buttons on the front panel were verified to function as expected without any issue. A worn scope socket was found during inspection. An assignable cause for the reported problem was not found.

Event description:
A user facility reported to olympus that the front panel switches of the device were not functioning. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: 1.) Front panel button does not work: although the phenomenon was not reproduced during the device evaluation, since more than 10 years have passed since the device was manufactured, it's likely an error (the front panel led flashes and the switch becomes ineffective) occurred due to a temporary malfunction caused by deterioration of the turret and light guide detection. 2.) Wear in endoscope connector socket: due to the age of the device, it is likely that endoscope connector socket has been worn out due to repeated use for a long period of time.